Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired on or after (B)(6) 2015. The cause of death is unknown. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's daughter contacted dexcom technical support on 09/04/2015, to report a patient death that occurred on or after (B)(6) 2015. Exact date of death is not available. Patient's daughter stated that she cannot confirm if patient was wearing dexcom sensor at the time of death or using dexcom system. Patient's daughter reported that patient passed away in the swimming pool. At the time of contact, the coroner had not yet determined cause of death. It was further mentioned that the patient had coronary artery bypass graft (CABG) surgery, date unspecified, and had been recently diagnosed with gastroparesis. No additional event or patient information is available.